Manufacturer narrative:
The reported device is not available and will not be returned for evaluation. Trending conducted for this lot number, ur251520, revealed this to be an isolated incident for this product code. Baxter will continue to monitor similar reports for possible trends.

Event description:
Complaint received customer reports that the clearlink valve stayed open after the nurse withdrew blood from an arterial line and the blood continued to leak out, after the syringe was removed." No reported patient injury or medical intenvention. No additional information available.